Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure and there was no fragment fell inside of the patient¿s anatomy. There were post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. There was a procedure delay about 5 minutes. There were no photographic images of the device(s) or a video recording of the procedure available for isi review and patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to have a frayed grip cable at the yaw pulley. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) cable was frayed. The customer used a backup fbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury.